Event description:
It was reported that during the procedure, it was observed that the bag of the pouch had been torn while retracting the gallbladder. The procedure proceeded as intended. There were no adverse consequences to the pt.